Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to an infection and erosion. A transvenous system was implanted and there were no additional adverse effects reported.